Event description:
A pt received phototherapy treatment based on a vitros tbil result instead of more aggressive transfusion therapy based on the accompanying vitors bu result. The manufacturer does not recommend vitros tbil for use in a neonatal population. The potential exists for serious injury, due to inappropriate or delayed therapy. Ther were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event found that both vitros tbil and vitros bubc assays were reported for the infant in question. The ordering physician initiated phototherapy treatment based on the vitros tbil result. The manufacturer recommends using only the vitros bubc assay in a neonatal population. The manufacturer does not recommend vitros tbil for use in neonates less than 14 days old. The vitros tbil instructions for use and the vitros chemistry products bilirubin supplement outlining the correct use of the vitros bilirubin assays was reviewed with the customer. The medical director stated that the infant would have received more aggressive transfusion therapy if only the vitros bubc assay had been used. The root cause of the event is user error as the customer was not using the vitros bilirubin slides as recommended by the manufacturer.